Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient suffered a tibial shaft fracture in 2015. The patient was initially treated with a locking compression plate large narrow plate with six 5.0 mm locking screws in the plate, two 2.7mm cortex screws and two 3.5mm cortex screws independent of the plate. Post-operatively it was discovered the plate had broken at the fracture site and a non-union resulted.

Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for an unknown 4.5mm narrow locking compression plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 4.5mm narrow locking compression plate (lcp) along with six 5.0mm locking screws, two 3.5mm cortical screws, and two 2.7mm cortical screws on (B)(6) 2015. On (B)(6) 2016, the patient was returned to surgery for a revision procedure due to a non-union and a broken plate. The plate and all of the implanted screws were removed and the patient was implanted with an unknown tibial nail. Concomitant devices reported: six 5.0mm locking screws, two 2.7mm cortical screws, and two 3.5 cortical screws. This report is for an unknown 4.5mm narrow locking compression plate. This is report 1 of 1 for (B)(4).